Event description:
A customer in (B)(6) notified biom¿rieux that they obtained a potential false negative result for a patient sample in association with the vidas¿ sars-cov-2 igg (9cog) 60t (ref 423834, lot 1008117730). The customer stated that the sample had produced positive results with an abbott rapid test and that the vidas¿ testing was being performed to confirm the result. The customer obtained the following results for a patients sample tested with vidas sars-cov-2 igg (9cog) 60t, lot 1008117730 on (B)(6) 2020: initial vidas¿: index = 0 (negative), repeat vidas¿: index = 35.62 (positive). It is reported that the sample was positive with an abbott rapid test (however not specified if it was for sars-cov-2 igg or igm). It is also reported that a pcr test was positive for this patient. The customer stated that they cannot guarantee that the technician who took the patients sample for vidas testing had dispensed the necessary amount of serum for initial testing, however, user error has not been confirmed as the only cause for the negative result obtained during initial testing. It is reported that a delay in reporting the result of 1 hour was observed. No erroneous result was given to the physician because the test was repeated and the final positive result was reported. A biom¿rieux internal investigation will be initiated. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding a potential false negative result for a patient sample in association with the vidas® sars-cov-2 igg (9cog) 60t (ref 423834, lot 1008117730). The customer stated that the sample had produced positive results with an abbott rapid test, and that the vidas testing was being performed to confirm the result. An internal biomérieux investigation was performed. Biomérieux requested the customer¿s sample for testing, but the sample was not available for return. A review of the quality data for lot 1008117730 / 210528-0 showed there were no anomalies during the manufacturing, quality control, and packaging stages. In the absence of the customer¿s sample, three (3) different test scenarios were carried out by the complaints laboratory on the vidas® sars-cov-2 igg retain kit reference 423834 lot 1008117730 / 210528-0, using an internal control kit. The testing and results were as follows: positive control test of the kit in normal condition (compliant result). Test without sample (negative result). Test without cone (negative result). Under normal conditions, the lab did not reproduce the customer¿s negative result; however, in the event of an operator error it is possible to reproduce the client's anomaly. The mini vidas does not detect the absence of a cone or sample during a run. Without the customer¿s return sample, the investigation can no longer be pursued. Vidas® sars-cov-2 igg reference 423834 lot 1008117730 / 210528- 0 is still within specifications.